Event description:
It was reported that this right ventricular (rv) lead exhibited more than 3000 ohms of impedance with noise episodes which was due to fracture. As of this time, this rv lead was surgically abandoned and remains in service. No additional adverse patient effects were reported.